Event description:
Pt was having a CT scan done to assist in the placement of a chest tube. When the scanner was started the pt's heart rate went from a baseline paced rhythm in the 80's to a paced rhythm of 120. This was observed to occur 3 times. Pt has a variable rate pacemaker with a maximum setting of 120 bpm. We cannot find any info that pacemakers have been known to spontaneously change rates when scanned with a CT scanner. We are working closely with the MFR to try to establish the cause of the event. Investigation so far has demonstrated: 1) this pacemaker does not respond with a similar rate change when the pt's positioned is changed. 2) two rn's observed the cardiac montior and both are very confident that they observed a paced rhythm at all heart rates and that there was no "artifact" present. 3) there is some quesiton if the gantry in the CT scanner was turning with or without radiation being generated at the time of the event.